Event description:
The customer reported via phone call that he had a high blood glucose level of 476 mg/dl. The customer's sensor glucose reading was 42 mg/dl and he received a lost sensor alarm. The insulin pump was not communicating with the transmitter. The sensor was pinching him and it felt like it was moving. The sensor's cannula was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed the sensor initialization test. It was confirmed that the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.